Manufacturer narrative:
Investigation of the expedium modular t-20 driver revealed that the fracture was located at the driver's distal tip. Optical imaging revealed plastic deformation at the hex-lobes and torsional shear markings. This deformation suggests a torsional overload most likely resulting in a quasi-static torsional shear failure. No material defects were observed in this analysis. The root cause cannot be positively determined however the fracture analysis found evidence of a torsional overload. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument on the expedium consignment set needs to be replaced. 1. T20 screwdriver shaft- 279702050, tip broken and unable to be used. The scrub nurse tried to load the screw and it would not engage. On inspection, it was noted that the end was broken off. Rep is not aware of when this happened. The second t20 screwdriver shaft was then used. No time was lost. No adverse evernt to patient. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming.